Manufacturer narrative:
Device evaluated by MFR.:coyote es mr 2mm x 20mm x 143cm returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. Microscopic examination revealed a torn a length of 5mm on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.